Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties, patient effect, and subsequent treatment appear to be related to the operational context of the procedure. Manipulation of the wire, when resistance was met, likely resulted in the reported material separation. The separated portion of the wire was embedded into the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties, patient effect, and subsequent treatment appear to be related to the operational context of the procedure. In this case, it was reported that the guide wire interacted with a previously implanted stent and the anatomy during removal, resulting in the resistance encountered during removal. Manipulation of the wire, when resistance was met, likely resulted in the reported material separation. The separated portion of the wire was embedded into the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand namee updated. D2a correction: common device name updated. D3 correction: name, address updated.

Event description:
Subsequently, after this was filed it was reported that resistance during removal was also felt with anatomy. No additional information was provided.

Event description:
It was reported that the procedure was to treat a diagonal artery. The .014 ht versaturn guide wire was inserted into the diagonal; however, extended to the left anterior descending artery into the stent. When attempting to remove the guide wire, resistance was met with a previously implanted stent and the tip separated. A stent was used implanted in the diagonal branch to embed the separated the tip. The patient was admitted to the ccu for observation. No adverse patient sequela was reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.